Event description:
It was reported that the atrial lead showed high thresholds, high impedance, and a possible fracture. It was also reported that there was noise on the atrial lead with pocket stimulation. The lead was turned off and removed. The patient was scheduled for a re-implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5092-52, lead, (B)(6) 2010. (B)(4).